Event description:
A user facility reported to olympus that an error "b30" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The customer had cleaned the light source socket pins with isopropyl alcohol and air and the error has not reoccurred since cleaning. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related dirt or dust on the contact pin of the output connector. The event can be detected/prevented by following the instructions for use which state: 4.4 connection of an endoscope: if the surface of the endoscope and light guide cable is dirty, reprocess it according to the directions given in the endoscope¿s instruction or reprocessing manual before connecting it to the light source. Otherwise, it may cause patient injury, equipment damage, and/or improper illumination. Olympus will continue to monitor field performance for this device.